Event description:
A getinge fse reported that during scheduled pm inspection, the cardiosave intra aortic balloon pump (iabp) failed pneumatic module leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed the safety disk membrane leak test. No patient was involved, and no harm was reported. The fse replaced the safety disk, which resolved the leak. Following the replacement, the unit successfully passed all functional and safety tests in accordance with manufacturer specifications. The failure analysis and testing department received safety disk serial number: (B)(6) , with a reported unit failure of safety disk failed membrane leak test. The fat dept conducted a visual inspection of the part received and found that the part is in good condition. The fat department installed safety disk serial number: (B)(6) in the cardiosave test fixture serial number ca204340l1 and tested factory specifications per procedure and the cardiosave service manual. The fat department performed all manifold tests and autofill tests and did not detect any anomalies the safety disk also passed a functional test for about an hour and met the required acceptance criteria. The fat dept. Could not verify the failure of safety disk as described by fse.

Event description:
N/a

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected fields: d9 date.

Event description:
N/a.